Event description:
It was reported that the user experienced "a couple" of electric shocks when touching the body of the instrument. The user did not report any injury associated with this event.

Manufacturer narrative:
A waters field service engineer (fse) inspected the instrument. The fse found that the cables were not damaged or exposed and were in the correct positions. The customer reported that the shock was from the lid. Throughout the course of the evaluation, the fse touched the lid and many other parts of the instrument and did not experience any electrical discharge. No similar complaints had been made by this customer prior to this reported event and no similar issues have been reported since. No issues were found with the device and no injury was reported. We consider this report complete. However, if additional information is received, a supplemental report will be filed.